Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an opt312 optiflow junior interface was damaged when the nurse was washing the baby. This occurred after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior interface is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt312 optiflow junior interface was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the opt312 interface was broken between the prongs. The hospital reported that the interface broke when the nurse was washing the infant. A lot check revealed no other complaints of this nature for lot 121121. Conclusion: the observed damage on the returned interface was most likely the result of undue force being placed on the nasal prongs. All opt312 optiflow junior interfaces are visually inspected prior to being released for distribution. Any damaged interface would have been identified during this process. Furthermore, the hospital reported that the interface was only damaged after two days of use. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an opt312 optiflow junior interface was damaged when the nurse was washing the baby. This occurred after two days of use. No patient consequence was reported.